Manufacturer narrative:
(B)(4).the complaint ojr520 optiflow junior 2 nasal cannula is not available for evaluation as the device was discarded by the customer. We are currently in the process of obtaining further information from the customer to determine if f&p's product caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an ojr520 optiflow junior 2 nasal cannula has broken during use. There was no patient consequence.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that an ojr520 optiflow junior 2 nasal cannula has broken during use. There was no patient consequence.

Manufacturer narrative:
Section d2 product code was corrected to btt. Method: the complaint device was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that an ojr520 optiflow junior 2 + nasal cannula has broken during use. Conclusion: without the complaint device, we are unable to determine what caused the reported event. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 + cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).